Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon performed a seeg with only 2 depth electrodes. After the implantation of the 2 electrodes he did a craniotomy to place a grid. The surgeon had planed a trajectory to use the robot to point an old lesion. He sent the robot on trajectory and marked the entry point of the lesion on the bone. The surgeon did the craniotomy and after placing the grid, he wanted to send the robot on the trajectory of the lesion again, to check if the grid was well placed over the lesion. The robot displayed the message "please register the patient". The field service engineer also tried to send the robot on trajectory, but this was not successful. The field service engineer finally restarted the robot and tried again, but the registration was not available. The surgeon was able to check the accuracy of the device by merging exams and confirmed that the grid was placed over the lesion.

Manufacturer narrative:
It was reported that during a surgery, the registration of the patient was lost. DHR review and review of complaint history did not identify any contributory factors to the event. According to tests performed at manufacturing site and analysis of data logs, the issue cannot be confirmed and then its cause cannot be determined.

Event description:
The surgeon performed a seeg with only 2 depth electrodes. After the implantation of the 2 electrodes he did a craniotomy to place a grid. The surgeon had planed a trajectory to use the robot to point an old lesion. He sent the robot on trajectory and marked the entry point of the lesion on the bone. The surgeon did the craniotomy and after placing the grid, he wanted to send the robot on the trajectory of the lesion again, to check if the grid was well placed over the lesion. The robot displayed the message "please register the patient". The field service engineer also tried to send the robot on trajectory, but this was not successful. The field service engineer finally restarted the robot and tried again, but the registration was not available. The surgeon was able to check the accuracy of the device by merging exams and confirmed that the grid was placed over the lesion.